Event description:
It was reported that cartridges on mobi pump did not load properly, and patient could not figure out issue after several attempts. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was instructed to follow cartridge loading steps and only remove and add cartridge when prompted by pump, then successfully loaded cartridge and resumed insulin, and no further action was required.